Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient passed away due to respiratory failure. It could not be confirmed that the patient was connected to the cycler prior to the time of death. It was unknown if an autopsy was performed. Based on new information received, no further investigation is needed for the event.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized in long term acute care (ltac) prior to the time of death. It was not reported if peritoneal dialysis (pd) therapy was ongoing prior to death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.